Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt. The surgeon performed a colostomy and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.